Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Customer¿s blood glucose was ranging from 300 to 450 mg/dl and treated with a manual injection. Customer also reported bleeding at site during sensor insertion. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer declined to troubleshoot for high blood glucose and site issues. Sensor is expected to return.